Event description:
It was reported that the 9900 system had an ac line voltage sensor error message displayed. Also the collimator needs to be calibrated. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ac power controller board and the fluoro functions board were replaced. The collimator was calibrated during the service call. The system was tested and found to be working as intended, and put back into service.